Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly does not allow patient to test blood glucose and the meter has unknown issue. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.